Manufacturer narrative:
During review of additional information that provided the same as initially reported was noted this event was reported twice under mfg. Report numbers 2937457-2014-00318, 1225714-2014-00661 and 1225714-2014-00662 on 07/24/2014, accordingly this medical device report is being redacted. No further information will be provided under this report.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2010 and subsequently expired after the use of the product.